Event description:
Problem: a patient in the ICU was receiving medication via the infusion pumps when the pump controller went into a "system error" alarm condition and the pump modules were flashing red. The nurses said the two pump modules being used did not continue pumping. Attempts to turn the units off and then on again only resulted in a continuance of the system error display. The system was immediately replaced with another complete setup. The malfunctioning configuration was sent to biomedical engineering where the operations log was downloaded by the in-house biomedical engineering staff. Examination of the logs showed there were general failure errors and network communication errors. However, there were no event or error entries recorded at the time of the occurrence. The manufacturer was contacted and we were instructed to send the controller to them for an in-depth analysis. We are waiting for an equipment analysis report from the manufacturer.